Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion set cannula was crimped. Patient noticed symptoms 3 or more hours after insertion. The infusion set was in use for 12-18 hours. Blood glucose at the time of event was 500 mg/dl. Patient took the correction injection via mdi. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1959922 - MDR 3003442380-2024-23918 - device 7 of 10.